Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up experiencing fatigue. Pulse generator interrogation found the device to be operating in backup vvi mode. Device restoration was not performed. The device was explanted on (B)(6) 2015.